Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 6 months after the dental implant and temporary bridge were placed in type iii bone, the implant had not yet achieved osseointegration. Clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that 6 months after the dental implant and temporary bridge were placed in type iii bone, the implant had not yet achieved osseointegration. Clinician noted mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.